Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor and could see sensor wire present in sensor pod. Upon sensor removal, patient found that sensor wire was protruding from skin. Patient removed sensor from insertion site. Patient did not seek medical intervention, and reports there is no pain. Dexcom has issued an rga for patient to return device to be investigated.